Event description:
Info was received that reported a pt was hospitalized in '08 for an incident of diabetic ketoacidosis. The reporter states the pt was brought to the hosp due to nausea and vomiting. Upon admit to the hosp, her blood glucose was >800 mg/dl. She was diagnosed in diabetic ketoacidosis and was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.